Manufacturer narrative:
G4, h2, h3 and h6. The device, used in treatment, will not be returned for evaluation as communicated by reporter. No additional supportive information was provided. Therefore, we are unable to establish a relationship between the reported event and the device or determine a root cause on this occasion. As no batch/lot number has been provided, a review of the device history has not been possible. However, at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history has been reviewed with similar instances recorded in the past three years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during wound care the renasys touch device was alarming canister full although this was not the case. The treatment continued with a back-up optimized canister with no delay. No patient harm reported.